Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far.

Event description:
It was reported the impedance readings on all of the bipolar pairs were greater than 4,000 ohms. It was also reported the healthcare provider disconnected and reconnected all of the equipment and the impedance measurements still read greater than 4,000 ohms. It was reported the healthcare provider decided to open and use a new implantable neurostimulator on which the impedance measurements were reported to be "normal."